Manufacturer narrative:
This was reported to have occurred between (B)(6) 2018-present. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿slight haze¿ formed in an unspecified quantity of 2000ml exactamix eva tpn bags. This event occurred while compounding the bags with sodium chloride 23.4% and sterile water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.